Manufacturer narrative:
Based on the information available and the testing conducted. The root cause could not be confirmed, because the device is not available for investigation, due to a logistical limitation that is preventing the return of the device. Based on the information available, battery is replaced to fix the reported problem. The root cause could not be confirmed, because the old device is not available for investigation, due to a logistical limitation that is preventing the return of the device. A review of the risk management file was performed. And it was determined, that this complaint is a reportable malfunction. Regulatory reports have been submitted, per regulations. Battery is replaced to fix the reported problem. The root cause could not be confirmed, because the device is not available for investigation, due to a logistical limitation that is preventing the return of the device. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It has been reported to philips the battery does not provide any power to the AED and is brand new. AED battery is to be replaced under ib warranty.